Event description:
It was reported that the left ventricular lead exhibited a sudden increase in impedance. The device was reprogrammed and the patient would be monitored through merlin.net.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.